Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be sumbitted within 30 days uon receipt.

Event description:
During a diagnostic procedure, air was observed going through the coronary artery on the cine run. The pt went into vf and required CPR and defibrillation. Prior to the event, all set up had occurred, all lines primed and checked for air leaks - all procedures were carried out to ensure no air leaks were identified and or detected. The pt had a right radial mpa2 line inserted (6f mpa2 super torque plus catheter #533-642). The three-gang manifold (namic preceptor compensator) was primed and checked for air leaks. The pressure tubing line 120 cm was also primped and checked for air leaks. The pt was in good health from the incident and was discharged the next following day. The pressure tubing was attached to the manifold and then connected to the mpa2. Fluid to fluid connection was verified- no problems were identified at his stage-on draw back-air was noticed on the extension pressure tubing-procedue was suspended and the tubing was disconnected and re-primed. After re-priming the tubing, fluid to fluid connection was verified-no air leak noted-continued with procedure-draw back occurred not problem-commenced injection- a l eak was noted around the hub of the catheter and the extension tubing when testing, the connection was tightened, and after drew back blood from pt, again as per process no air was noted. Then contrast injection given as continuation of the procedure. Additional information indicated that the catheter and extension tubing was female to male. The account indicated that they were unsure whether the leak occurred with the catheter or the extension tubing; therefore, both products have been identified.